Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure in the right common femoral artery was attempted with a two proglide devices using the pre-close technique via an 8f sheath hole prior to an interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the interventional procedure was completed. Reportedly suture knot advancement, the formed knot came out of the patient anatomy for both proglide devices. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.